Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During a shoulder procedure, the vapr s90 electrode was sparking within patient. Surgery continued with same like product.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. Under magnification, it was observed that the manifold shows signs of severe melting between 5 - 9 o'clock positions of the tip. Additionally, there were scuff marks visible on the heat shrink. All electrical testing results passed with the exception of the hipot due to the device¿s condition. Functionally, the device was checked for minimum, default and maximum values against vapr vue software requirements and no issues were noted. The damage seen is consistent with devices that have been investigated under the supplier CAPA. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully this aptitude was not previously ensured by the electrode design. Electrodes without adhesive would prefer to fire up internally. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. This CAPA was monitored for its effectiveness and the complaint rate was below threshold, therefore initial training and awareness training was effective. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed 1 similar and 1 dissimilar complaint for this lot of devices that was released to distribution. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).